Event description:
Customer reports back to back testing on the same meter while using the aviva system with results of 228 mg/dl and 111 mg/dl. Qcs were expired. No adverse event reported. A request was made for return of the suspect product and replacement was sent.